Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. The device was received at pentax service facility for further evaluation on service order (B)(4). The device was inspected where the user narrative was not confirmed. Inspection findings are as follows: customer complaint not duplicated; passed dry leak test; passed wet leak test right/ left brake knob markings faded; up/ down brake knob/ lever markings faded; right/ left control knob markings faded; up/ down control knob/ lever markings faded. The device was repaired where all defects found was remediated and returned to inventory. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax loaner video scope ec38-i10l. In the event reported, the user stated the no video image, loaner damage. The event timing was in the procedure room before use. There was no adverse event reported with this complaint. No other information provided with this complaint.